Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method in insulin therapy. Customer's blood glucose was 88 mg/dl.